Event description:
The user facility in (B)(6) reported during the procedure, the cutter would not cut an 5000 cpm. No patient injury reported.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 2 of 2, see 1920664-2015-00081.